Event description:
Defect in atriclip device. Surgeon placed clip around atrial appendage and was unable to deploy clip because safety mechanism on the device would not unlock. Device was removed from surgical site with no injury to the patient.